Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a ureteroscopy procedure on an adult female patent (age and weight unknown). According to the complainant, during stent exchange procedure the stent was found to be encrusted and unable to be removed. A sensor guidewire was placed through the stent, however, it would not advance. They reported resistance was met when they attempted to remove the wire. When they were able to pull out the guidewire, it was noted that the proximal tip of the wire had unraveled about 4 cm. They were able to remove the guidewire in one piece and completed the case with a second sensor guidewire with no problems. The patient was reported to be "fine" at the conclusion of the procedure.

Event description:
User ran a comparison study for troponin t between the (B) (4) analyzer and the (B) (4) analyzer at the site noting the results from the (B) (4) analyzer did not match the results generated from the (B) (4) analyzer. User said they ran the comparison study because they had experienced an ongoing issue with the (B) (4) generating positive troponin t results for patient samples which when patients were redrawn 8 hours later and tested gave negative results. Eight patient samples were used to perform the troponin t comparison study between the (B) (4) and the (B) (4) analyzers. The following 5 patient samples were discrepant. Initial results from (B) (4), all repeat testing performed on (B) (4) analyzer. Sample 1, initial gave 0.11; repeats gave 0.017, 0.016 and 0.017 ng/ml. Sample 2, initial gave 0.887; repeats gave 0.697, 0.752 and 0.785 ng/ml. Sample 3, initial gave 0.343; repeats gave 0.283, 0.295 and 0.309 ng/ml. Sample 4, initial gave 0.466; repeats gave 0.384 and 0.388 ng/ml. Sample 5, initial gave 0.732; repeats gave 0.602 and 0.618 ng/ml. User said the same samples were sent to another lab for testing and some results agreed with the (B) (4) analyzer and some agreed with the (B) (4) analyzer - date of testing, analyzer/method use and actual data was not provided. No erroneous results were reported and no patients were adversely affected. Tnt reagent lot number - 15563801. User stated the lab still uses both the (B) (4) and (B) (4) analyzers for troponin t testing and positive results are manually repeated. The field service representative was unable to determine a cause. He performed a thorough check of all aspects of the analyzer, replaced mc, performed pm. Performance tests were performed and within specification. Calibration and controls were run with recovery within limits on all assays. A patient correlation with the (B) (4) analyzer was performed indicating patient samples with elevated results did not compare within 10% between (B) (4) and (B) (4) analyzers. Investigation is on-going.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Manufacturer narrative:
The field application specialist performed troponin t method comparison studies between the e2010 and e170 analyzers on (B) (6) 2010 and on (B) (6) 2010. Investigation of the data provided revealed imprecise tnt recovery observed on the e170 analyzer. Comparisons performed on (B) (6) after service actions on both analyzers revealed good correlation between the two analyzers. The service actions done on the e2010 and the e170 resolved the issue. Customer stated that no patients were treated based on alleged erroneous results.